Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. As a result, the pt's lead was explanted and replaced to address the issue. Effective stimulation was restored postoperative.